Event description:
It was reported by service report that the bed alarm is not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: bed extender. Conclusion: user facility used the incorrect vintage of bed extender on the device causing an alert due to the incompatible bed extender being used. The product performed to specification. Facility was advised on using the proper bed extender.